Manufacturer narrative:
(B)(4).

Event description:
It was report the patient presented to the emergency room with complaints of discomfort and chest pressure. The lead was discovered to be dislodged and had perforated the right ventricle. The physician noticed a small pericardial effusion when pulling the lead tip back during a scheduled lead revision procedure. The doctor decided to explant the lead instead. No further information is available.

Manufacturer narrative:
A lead tip stiffness test was performed and the lead was found to be within specification. The damage found was sustained during the surgical procedure. The lead was otherwise normal.